Event description:
Information was received from multiple sources (friend/family member, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor therapy. It was reported that the patient (pt) was in the hospital and couldn't get an MRI of their lower back without removing their current implanted system. The caller was calling to ask questions about pt's implanted system. They were going to have pt's system removed, so they would  be able to get their MRI. The pt hds already had their stimulation turned off for the past three years. The caller stated they realized they will need to remove pt's implanted system for pt to get their MRI. Patient services reviewed implanted system components. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2021, a nurse reported patient's ins was explanted and a portion of the lead may still be implanted. Per patient's son the patient does not have an abandon lead. X-ray showed a spinal fusion (per nurse) but did not appear to have a lead fragment. Technical services was not able to confirm actual information. The caller did not know when ins was explanted. Later that day an MRI tech reported that the (pt) needed a full -body MRI so the doctor removed the interstim system, but was unable to remove the lead. Technical services (ts) asked, but MRI tech did not know how much of the lead still remained. Technical services reviewed that oma can provide guidance on lead fragments and MRI. The MRI tech said they would discuss with the doctor.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-28, lot# va1ehkp, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: lead, ubd: 03-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1ehkp serial# implanted: (B)(6) 2017 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They stated there was a fragment of the lead remaining in the patient, the lead did break during removal. There was no patient harm or symptoms related to the lead being left inside the patient's body, but unable to get MRI. They stated it is unknown if additional surgery or procedure will be done to remove the component in the future. The stated the cause of the issue was skin ( not legible) tissue. The issue has not been resolved, and the device had been discarded.